Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: asm0206-01, s/n: unknown, lot: unknown. Device evaluated by manufacturer: a medtronic representative went to the site to test the equipment. Testing revealed that the shoulder of the surgical arm needed to be recalibrated. The shoulder was recalibrated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the patient was able to be registered with the guidance system. When the surgical arm was sent to the first trajectory at l4, the trajectory was wrong. New images were taken and the patient was re-registered, but the same issue occurred. A three point accuracy test was done and the surgical arm was accurate. The manufacturer representative checked the registration and all vertebral bodies were labeled correctly in the software, but the surgical arm was consistently being sent one full level superior to the intended trajectory. The case was able to be completed, but a deviation was found in a post-op scan. The deviation was less than 3.5 mm. There was no patient harm and the procedure was delayed less than an hour.